Event description:
The following is based on medical records provided by the patient's attorney: on (B)(6) 1997 - patient underwent repair of recurrent ventral hernia with implant of perfix plug. On (B)(6) 2003 - patient underwent primary repair of recurrent right inguinal hernia. Perfix plug adhered to the peritoneum, and the perfix plug was partially explanted, leaving a portion of the onlay intact. Granulation tissue was excised. On (B)(6) 2003 - patient underwent primary repair of recurrent right inguinal hernia. On (B)(6) 2004 - patient underwent repair of incarcerated ventral hernia with implant of an unknown mesh. On (B)(6) 2006 - patient underwent repair of recurrent ventral incisional hernia with implant of ventralex mesh. Exploration revealed a large, nodular mass of wrinkled mesh that had pulled from the abdominal wall, and the mesh was explanted. Based on location, it appears this mesh the remainder of the perfix plug onlay. On (B)(6) 2006 - patient developed a recurrent right lower quadrant ventral incisional hernia repaired with implant of a composix kugel mesh. The operative noted reported: "the majority of the right lower quadrant abdominal wall was attenuated and "blown out" from a recent traumatic motor vehicle accident. There was evidence of a previous mesh (unknown) in the region." There was no indication of an explant and no pathology for this procedure. On (B)(6) 2007 - patient underwent repair of a recurrent incisional hernia with mesh (likely ventralex mesh and composix kugel mesh, based on location) explanted, and a primary repair with the assistance of plastics. No operative report or pathology provided.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on the information provided, no definitive conclusions can be made. The patient has multiple co-morbidities including obesity, numerous hernia repairs and prior abdominal surgeries. The information provided indicates that the patient developed and was treated for recurrence, which is a known adverse event listed in the IFU. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. There is no indication of defective mesh, and no product has been returned for evaluation. If any additional information is obtained, a follow-up MDR will be submitted. See MDR 1213643-2012-00796 for information related to composix kugel mesh implanted on (B)(6) 2006. See MDR 1213643-2012-00797 for information related to perfix plug mesh implanted on (B)(6) 1997.